Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated, and the battery longevity status bar was gray. It was noted that the device had not been stored within an indoor controlled temperature environment. The device was not used and there was no patient involvement.